Event description:
A complaint regarding device performance was reported to the manufacturer. In a patient with esophageal cancer who has had previous endoscopic mucosal resection, focal ablation was attempted. The barrx focal device was removed from packaging, introduced into the patient's esophagus and connected to generator input cable. At that time, a e92 code ("please clean") appeared on the flex generator, although no ablation had been performed. No information was provided to the manufacturer regarding trouble shooting, attempts to disconnect and reconnect catheter, or selection of a different focal catheter to use in the case. The procedure was discontinued and no treatment was performed. The patient was successfully treated at a later date without issue. The device in question was returned to the manufacturer. The behavior (e92) was not reproducible and the device worked properly. This event is being reported out of an abundance of caution due to the election by the physician to discontinue the procedure. There was no patient injury.

Manufacturer narrative:
An inspection and evaluation of the device revealed no anomalies. There was nothing noted in the visual inspection. The eprom of the device read ok. 100% energy was delivered. The product met specifications. Unable to duplicate customer's complaint. (B)(4).